Manufacturer narrative:
(B)(4). Additional narrative: one sample was received for evaluation by baxter. The reported condition of "rupture" was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate xlv 250 had ruptured during filling. There was no patient involvement. No additional information is available.